Manufacturer narrative:
Advantage meter should read aviva meter.

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 272 mg/dl (aviva) and 138 mg/dl (lab meter).